Event description:
Customer reported that the insulin pump alarmed button. Customer stated he was skiing and the low button went off and the buttons wouldn't respond to his commands. Blood glucose value is 85 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.